Event description:
The user facility reported that during a diagnostic colonoscopy procedure, wavy lines appeared on the video screen and then the users completely lost the image. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the image flickered and had noise. There was evidence of leak test due to a leak noted at the biopsy channel, ground terminal and endoscope connector, however, the exact location of the leak in the biopsy channel could not be located when it was removed from the device. The bending sections cover glue was cracked and discolored. The electrical connector was inspected and corrosion was observed, and the connector on the flexible circuit board was burnt. The light guide prong cover glass was loose. Based upon the results of the investigation, the image difficulty likely related to fluid invasion from multiple leaks. The device has been serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.